Event description:
Underwent previous sacrospinous ligament fixation and posterior vaginal graft placement. She experienced dyspareunia and difficulties with bowel movements. She desired surgical removal; 6cm by 2cm was removed surgically in pieces.